Manufacturer narrative:
At this time product has not yet been returned. Extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component device history records were not reviewed. Sensor kit device history records have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. A DHR (device history record) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. A tripped trend review was completed for the reported complaint and freestyle libre sensor. No trips were observed. Complaint data analysis has been reviewed for this product and issue. Review of freestyle libre sensors show no adverse trends have been identified. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearig an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 customer¿s mother contacted an adc representative and reported that for the past three months, customer has been experiencing ¿allergic and inflammatory reactions¿, noting the area was ¿red, swollen, itchy and slightly elliptical¿. Caller indicated customer had contact with a healthcare provider and was advised to use hycomycin ointment (hydrocortisone 2.5% and neomycin sulfate 0.5%). No further treatment was reported.